Event description:
B5 update/correction: information was received from a healthcare provider (hcp) regarding an implanted pump system. It was reported that the hcp was unsure if the pump was functioning properly and wanted to know how they could turn off the pump. It was unknown if the patient was experiencing any underdose or overdose symptoms, as the patient was not awake at the time of the report. Technical services explained that a clinician programmer was needed to interrogate and check the pump, however the hcp did not have a clinician programmer at their hospital. Additional information received on 2023-08-25, per the hospitalist, the patient was comatose, was "going downhill" and was "lights out". The patient was given "a lot" of narcan" but was not responding to the narcan. The hcp placed a magnet over the patient's pump for the duration of the hospitalization, as the hcp was "not sure if it was leaking". When the patient awoke, he was unable to tell the hcp what he took in regards to medications. The patient was a poor historian, but "still acted like the pump was working". It was determined that the patient experienced an overdose of opiates and benzodiazepines. The patient left the hospital against medical advice (ama) on the morning on (B)(6) 2023. The magnet was over the patient's pump for the entire hospitalization, approximately 24 hours. The cause of the event was unknown. Per the hcp, "I really don't think the pump was working". Per the hcp, patient records indicated that the pump was "still working" as of (B)(6) 2023. Per the patient, the pump had dilaudid. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted pump system. It was reported that the hcp was unsure if the pump was functioning properly and wanted to know how they could turn off the pump. It was unknown if the patient was experiencing any underdose or overdose symptoms, as the patient was not awake at the time of the report. Technical services explained that a clinician programmer was needed to interrogate and check the pump, however the hcp did not have a clinician programmer at their hospital. Additional information received on 2023-08-28, per the hospitalist, thepatient was comatose, was "going downhill" and was "lights out". The patient was given "a lot" of narcan" but was not responding to the narcan. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2023 for observation. The hcp placed a magnet over the patient's pump for the duration of the hosp italization, as the hcp was "not sure if it was leaking". When the patient awoke, he was unable to tell the hcp what he took in regards to medications. The patient was a poor historian, but "still acted like the pump was working". It was determined that the patient experienced an overdose of opiates and benzodiazepines. The patient left the hospital against medical advice (ama) on the morning on (B)(6) 2023. The magnet was over the patient's pump for the entire hospitalization, approximately 24 hours. The cause of the event was unknown. Per the hcp, "I really don't think the pump was working". Per the hcp, patient records indicated that the pump was "still working" as of (B)(6) 2023. Per the patient, the pump had dilaudid. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted pump system. It was reported that the hcp was unsure if the pump was functioning properly and wanted to know how they could turn off the pump. It was unknown if the patient was experiencing any underdose or overdose symptoms, as the patient was not awake at the time of the report. Technical services explained that a clinician programmer was needed to interrogate and check the pump, however the hcp did not have a clinician programmer at their hospital. Additional information received on 2023-08-28, per the hospitalist, thepatient was comatose, was "going downhill" and was "lights out". The patient was given "a lot" of narcan" but was not responding to the narcan. The hcp placed a magnet over the patient's pump for the duration of the hospitalization, as the hcp was "not sure if it was leaking". When the patient awoke, he was unable to tell the hcp what he took in regards to medications. The patient was a poor historian, but "still acted like the pump was working". It was determined that the patient experienced an overdose of opiates and benzodiazepines. The patient left the hospital against medical advice (ama) on the morning on (B)(6) 2023. The magnet was over the patient's pump for the entire hospitalization, approximately 24 hours. The cause of the event was unknown. Per the hcp, "I really don't think the pump was working". Per the hcp, patient records indicated that the pump was "still working" as of (B)(6) 2023. Per the patient, the pump had dilaudid. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.